Manufacturer narrative:
A field service engineer (fse) went on-site and found that the ratio pump was worn and replaced the piston. Fse also replaced both na electrodes.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high sodium (na) results. No incorrect results were reported outside of the laboratory. The samples were rerun on an alternate instrument and those results were reported. There was no affect to patient treatment with regard to this event.